Event description:
During a coil embolization within an aneurysm, the essence guidewire could not be advanced through the pre-shape prowler 14 microcatheter. There were no adverse consequences to the patient. The product was inspected prior to use and no kinks/bends were noted. The microcatheter and guidewire were replaced and the procedure was completed. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer.

Manufacturer narrative:
Adequate hydration of the guidewire and inner lumen of the microcatheter prior to use is essential to maintain lubricity. Because there was no resistance friction encountered during functional testing of the returned product, procedural factors may have contributed to the difficulty reported. It is not known, if the coilwire separation occurred due to the resistance encountered by the customer or if it occurred due to post procedure handling and packaging of the product for return. The guidewire insertion/withdrawal difficulty was not confirmed. The wire was inserted through the entire microcatheter length with minimal resistance. The outer diameter of the wire was measured and found to be within specifications with the exception of coilwire separation which appears to have occurred post manufacturing. Under microscopic examination a 3mm length coilwire separation was noted 2.5 cm proximal to the tip. A review of the device history records relative to the manufacturing and inspecting of this lot indicated that the product was final inspection tested and packaged per established manufacturing requirements.